Manufacturer narrative:
Additional information received on jul 9 2020 indicates the patient is scheduled for removal and replacement with saline mentor smooth round high profile 420cc, catalog number 3503420 on (B)(6) 2020. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 26 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the device, a tear was observed at a junction at the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Care must be taken not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.